Event description:
Our rep is reporting a historical event in which the issue is similar in nature to the event reported in MDR 1221934-2010-00125, see verbiage below. Unfortunately, outside of this, no details are available. The event reporter's laptop was stolen and all of the pertinent info; name and dates, etc are lost. However, we have established this complaint to document the unsubstantiated event. ["The pt underwent an arthroscopic shoulder repair sometime with the use of spiralok anchors for fixation. At some point in time subsequently it was somehow determined that there was a need to revisit the site. At the revision surgery, the surgeon noted that the head of one of the spiralok anchors had broken away and the fragment was in the "cuff". The surgeon removed the fragment and employed another fixation device to re-fixate and repair the cuff. Complaint device discarded. This is all of the info that has to date been made available to mitek"].

Manufacturer narrative:
This issue is a previously undocumented event, and no details are available. The file is established only to capture this historical issue. No further action is warranted.